Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted. During the procedure, the physician used intracardiac echocardiography (ice) and performed multiple recaptures with a 31mm closure device in an attempt to achieve proper placement within the laa. During the initial deployment attempts, adequate implantation depth could not be achieved, and concerns were raised regarding potential damage to the closure device. A new 31mm closure device was then opened and used, after which the desired depth was successfully obtained. The closure device was deployed with a compression range of 25 to 29 percent. Later that day, after the patient had left the floor, the physician notified that the closure device had embolized. The patient was subsequently taken to the operating room (or), where the embolized closure device was surgically retrieved from the mitral valve. No further information was provided at the time of this report.